Event description:
The customer reported no ac power. There was no report of pt involvement. The mode during use was not reported.

Manufacturer narrative:
(B)(4). The customer reported no ac power. There was no report of pt involvement. The mode during use was not reported. The device was evaluated by a philips field service engineer. This reported symptom was clarified, the ac power indicator led light was not functioning. Replacing the keypad/bezel assembly resolved the reported issue. The device passed testing and was returned to the customer.